Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other similar complaints in the lot. Additional information was requested. (B)(4).

Event description:
A doctor reported that after bilateral intraocular lenses (iol) were implanted, the patient experienced positive dysphotopsia and glare. The surgeon prescribed eye drop medications to make the pupils smaller in an attempt to alleviate the visual disturbances. There is no planned further intervention at this time. This report is for the left eye.